Event description:
It was reported that during a da vinci si total benign hysterectomy procedure a fenestrated bipolar forceps instrument was not grasping after 6 uses. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The grip cables were intact and undamaged. The grips were able to open/close when input discs were manually rotated. The grips were not damaged. An additional observation not reported was the instrument pitch down cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the instrument's wrist were not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.